Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the cmos image cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the remote control buttons leak, the bending rubber cut, and the u/d knob loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).